Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. Blood glucose was not impacted. Reportedly, customer continued using pump for insulin therapy.